Manufacturer narrative:
Evaluation of the returned smart coil confirm that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pet lock was fractured off the proximal end of the pusher assembly, the pull wire was retracted out of the ddt, and the embolization coil was detached from the pusher assembly. This type of damage typically occurs after a successful detachment. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the reported complaint could not be determined. Further evaluation revealed multiple kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician placed smart coils and non-penumbra coils in the target vessel using the microcatheter. The physician then advanced a new smart coil into the target vessel using the microcatheter and attempted to manually detach the smart coil; however, the smart coil did not detach. Subsequently, the physician decided to remove the smart coil. Upon retraction, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached smart coil and then removed the smart coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.